Manufacturer narrative:
After about 7 months in situ an agilon® shoulder prothesis had to be revised, because the metaphyseal component disconnected from the stem. No explants were available for the optical analysis because they were discarded. The communicated details of the used components revealed that the stem and the metaphyseal component were assembled using an incorrect screw length. The screw that was used is 22.5mm in lengths and therefore shorter than the one, that must be used according to the surgical technique (32.5mm) to ensure a correct fixation of the components. With the used components a correct fixation of the stem and the metaphyseal component is not possible. A disconnection of the components is inevitable. In addition, the agilon® xo inverse cap base was used again, after it had disconnected from the metaphyseal component during the first event in december 2021. Reusing components is not authorized. And can lead to disconnection of components due to damaged taper connections. The production reports and information material of the components were checked, and no deviations were found. Furthermore, the instruction for use lists "conditions that restrict the patient's ability or willingness to comply with medical instructions, especially during the healing process" and "neuromuscular diseases that can impair the affected limb" as relative contraindications. Additionally, the combination and assembling of the components is described in detail in the surgical technique. The patient suffers from a history of seizures. It is suspected that a previous event, where the inverse cap had detached from the metaphyseal component, was already caused by these seizures. For the event at hand the patient's history of seizures was again mentioned as possible cause for the loosening or detachment of the stem and the metaphyseal component. The underlying cause for the disconnection of the stem and the metaphyseal component is the insufficient connection of the components, caused by the use of a screw, shorter than necessary.

Event description:
The following event was reported to implant cast gmbh: "components loosened and patient is experiencing recurrent dislocations and instability".